Manufacturer narrative:
(B)(4)

Event description:
Related MDR: 2938836-2017-11780. Upon interrogation, oversensing was noted during ICD capacitor charging, as well as complete exit block and loss of capture on the rv lead. The lead and the device were explanted and replaced.